Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.25x12mm synergy stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted to be out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to the proximal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.25x12mm synergy stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted to be out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.